Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml morphine at 0.9 mg/day. The reason for use was failed back surgery syndrome and spinal pain. It was reported that the patient was having an MRI for back pain. The hcp then stated that the MRI is for "mapping" a replacement pump because the current pump is "not working.¿ the hcp had no additional information. The rep reported that there was an empty pump reservoir. The patient missed a refill and the pump has been alarming for months. The pump was showing an empty reservoir alarm. Logs show an alarm occurred on (B)(6) 2018. The pump is nearing eri (elective replacement indicator) and due to the fact the pump has been empty for this long they are going to replace the pump and not refill the pump. A pump off code was requested and the rep was sent the authorization form. There were no symptoms reported. There were no further complications reported/anticipated.